Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID 2134265-2017-06968 and 2134265-2017-06982. It was reported that automatic pullback failed. The motor drive unit 5 plus (mdu5+) was used in conjunction with an imaging catheter and a sled. During the procedure, when the physician put the mdu5+ onto the pullback sled for checking, it failed to withdraw the motor when he press the "pullback" button and got stuck somewhere. Another mdu5+ was used to solve the problem. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, method codes, result codes, conclusion codes, eval summary attached, device returned to MFR., device evaluated by MFR. Device evaluated by MFR: the product was received with a corroded pin on the catheter socket. When the clutch lever is pushed for release the unit, this remain stuck in the sled. The most probable root cause of the failure is a defective clutch. The unit failed the mdu-5 plus basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as MDR ID 2134265-2017-06968 and 2134265-2017-06982. It was reported that automatic pullback failed. The motor drive unit 5 plus (mdu5+) was used in conjunction with an imaging catheter and a sled. During the procedure, when the physician put the mdu5+ onto the pullback sled for checking, it failed to withdraw the motor when he press the "pullback" button and got stuck somewhere. Another mdu5+ was used to solve the problem. No patient complications were reported.